Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("migration and/or perforation"), device breakage ("device breakage"), fallopian tube perforation ("fallopian tube rupture") and genital haemorrhage ("abdnormal bleeding") in an adult female patient who had essure (batch no. B94867) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included constipation chronic, gerd and asthma. Concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycle"), dyspareunia ("dyspareunia"), infection ("infections"), allergy to metals ("allergic reaction/ hypersensitivity reaction:nickel allergy"), amnesia ("prolonged memory loss"), rash pruritic ("rashes:itchy/'burning skin,"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis"), vaginal discharge ("discharge"), back pain ("lower back pain"), urticaria ("hives") and skin burning sensation ("rashes:itchy/'burning skin,"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device breakage, fallopian tube perforation, genital haemorrhage, abdominal pain, abdominal pain lower, dysmenorrhoea, menstruation irregular, infection, allergy to metals, amnesia, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis and vaginal discharge outcome was unknown and the pelvic pain, dyspareunia, rash pruritic, weight increased, back pain, urticaria and skin burning sensation had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, back pain, cystitis, dental caries, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, infection, menstruation irregular, pelvic pain, perforation, rash pruritic, skin burning sensation, urticaria, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: failure to occlude (close) fallopian tubes . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-sep-2018: quality-safety evaluation of ptc (product technical problem). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("migration and/or perforation"), device breakage ("device breakage"), fallopian tube perforation ("fallopian tube rupture") and genital haemorrhage ("abdnormal bleeding") in an adult female patient who had essure (batch no. B94867) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included constipation chronic, gerd and asthma. Concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. In january 2015, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycle"), dyspareunia ("dyspareunia"), infection ("infections"), allergy to metals ("allergic reaction/ hypersensitivity reaction:nickel allergy"), amnesia ("prolonged memory loss"), rash pruritic ("rashes:itchy/'burning skin,"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis"), vaginal discharge ("discharge"), back pain ("lower back pain"), urticaria ("hives") and skin burning sensation ("rashes:itchy/'burning skin,"). The patient was treated with surgery (to remove essure), surgery (to remove essure ) and surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device breakage, fallopian tube perforation, genital haemorrhage, abdominal pain, abdominal pain lower, dysmenorrhoea, menstruation irregular, infection, allergy to metals, amnesia, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis and vaginal discharge outcome was unknown and the pelvic pain, dyspareunia, rash pruritic, weight increased, back pain, urticaria and skin burning sensation had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, back pain, cystitis, dental caries, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, infection, menstruation irregular, pelvic pain, perforation, rash pruritic, skin burning sensation, urticaria, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: failure to occlude (close) fallopian tubes. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received- lot no. Added. Reporter's information ,patient's demographics added. Historical condition, lab data were added. Added events weight gain, hives, back pain. Pt updated for hypersensitivity to nickel allergy and rash to rash pruritic. Updated onset date, outcome. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration and/or perforation"), device breakage ("device breakage"), genital injury ("fallopian tube rupture") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycle"), dyspareunia ("dyspareunia"), infection ("infections"), hypersensitivity ("allergic reaction/ hypersensitivity reaction"), amnesia ("prolonged memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis") and vaginal discharge ("discharge"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device breakage, genital injury, genital haemorrhage, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, menstruation irregular, dyspareunia, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, cystitis, dental caries, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, genital injury, hypersensitivity, infection, menstruation irregular, pelvic pain, perforation, rash and vaginal discharge to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.